Manufacturer narrative:
During a follow-up with tandem technical support, contact stated that the customer is still receiving inaccurate fill estimates. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been receiving inaccurate fill estimates. While troubleshooting with tandem technical support, customer attempted to reload the cartridge, but received a minimum fill notification. Customer then loaded a new cartridge with water, but still received an inaccurate fill estimate. The customer indicated that they will load a new cartridge with insulin onto the pump. Customer reported an elevated blood glucose level of over 600 (mg/dl) and administered a bolus via pump to stabilize bg level.